Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation or report of a malfunction of an ion system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. A system log review was conducted by an isi failure analysis engineer (fae). Per the fae, the error logs did not show any relevant errors that would have caused or contributed to the reported complaint. No image or video clips for the reported event were submitted by the customer for review. This complaint is reportable due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. As a result, the patient was hospitalized for an unspecified period of time and a chest tube was placed to resolve the complication. The cause of the pneumothorax is unknown.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax. As a result, a chest tube was placed to resolve the pneumothorax and the patient was hospitalized for an unspecified period of time. The target nodule was on the left upper lobe, inferior lingular segment. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.